Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The associated iol is not qualified for use with the cartridge model. The product investigation could not identify a root cause. A non-qualified cartridge/iol combination was used. Use of non-qualified cartridge/iol combinations may result in delivery issues and/or damage. It is unknown if a qualified handpiece and viscoelastic were used. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a small amount of debris was observed in the patient's eye after the lens was implanted, which appeared to be adherent to the lens. The debris was removed by the irrigation/aspiration handpiece during the initial procedure. Additional information has been requested.